Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that a revision had been done where the ins was moved. The ins was initially implanted on the patient's beltline. No complications about the revision were reported and no device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.